Manufacturer narrative:
(B)(4). An unspecified lot number. Forty-five single-use devices were received for evaluation. For thirty-four devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the thirty-four returned devices. The devices were found to be conforming product. For eleven devices, visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from any of the devices. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted for (B)(4). And there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 59 </noe> malfunction events. It was reported that fifty-nine small volume infusors leaked. Forty-four devices leaked from the blue winged luer cap, one device leaked from the connection between stressmember and administration tube, and fourteen devices leaked from an unspecified location. Fifty-six events occurred prior to patient use, two events occurred during infusion with no patient consequences, and one event was identified after patient use with no patient consequences. No additional information is available.